Manufacturer narrative:
Patient was identified in our implant patient registry and the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been provided regarding the valve-in-valve procedure or condition of the device as time of the procedure. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the condition of the device or the procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. If additional information is learned, a supplemental report will be filed.

Event description:
Edwards has learned that a patient was assessed for valve-in-valve (tavr) intervention to treat severe stenosis and mild regurgitation of the patient's bioprosthetic valve after an implantation duration of approximately ten (10) years. The procedure has not yet been performed. No further information has been provided.

Manufacturer narrative:
Method = device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action if required, appropriate investigation will be performed.